Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 415 mg/dl. Customer stated they got a replace battery before power loss and low battery alarm before bed. Customer stated that now troubleshot is not necessary for high blood glucose since the insulin pump was shut off. The insulin pump will not returned for analysis.